Manufacturer narrative:
Additional information received regarding the patient outcome of death, b2, b5, h1, and h6 updated based on the information received from the clinical site. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery to support the 82-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. No underlying medical history or comorbidities were shared. The pump was supporting on the day of implant when an access site bleed was observed and the team infused 2 units of blood to remedy the blood loss and placed a purse string suture. The team had infused the 2 units before assessing the hemoglobin. When the team did assess the hemoglobin it was found to have fallen from 8.5g/dl to 7.3g/dl. The patient suffered from the arrythmia ventricular tachycardia (vt) and the team cardioverted the patient. In discussion with the medical team the cause of the vt was thought to be from the myocardial ischemia secondary to the coronary artery disease. The team also assessed the groin and found no extravasation or pseudo-aneurysm. The pump was explanted and escalated to an axillary access placed impella 5.5 pump after just hours of support. On the 5.5 pump the family and team made decision to withdraw care and the patient expired. The reported bleed is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that during support the patient continued oozing from groin. 2 packed red blood cell¿s given. Critical care ordered and transfused 2 without having a new hgb result. When it did result, patient went from 8.5 to 7.3. Patient also suffered ventricular tachycardia (vt) with a pulse requiring cardioversion. Intensivist felt it was hgb/volume related. Patient also did not have a current chemistry panel but creatinine pre-impella was 3.4. Patient also had extremely severe microvascular decompression. When discussing with cardiologist, he felt vt was likely due to myocardial ischemia secondary to coronary artery disease. The groin was examined under ultrasound and no extrav or pseudo aneurysm was visible. Groin soft. The pump was explanted and the patient survived.

Manufacturer narrative:
Correction: d4 UDI information was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Access site adverse event/major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.